Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8216700; model: sc-8216-70; serial: (B)(6); batch: 19191871.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the spinal cord stimulation (scs) paddle lead had high impedances which caused the inadequate stimulation of the patient. Patients paddle lead was also replaced. The patient was doing well postoperatively, and the explanted devices were kept by the facility.